Event description:
It was reported that the left ventricular (lv) lead was attempted but not used during the implant procedure due to high thresholds and diaphragmatic stimulation. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).